Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
The dealer alleges that only the left motor sitting in works when giving a driving command.